Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. Calibration and quality control (qc) were in range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse inspected the analyzer and found that reagent probe 1 (r1) had a build-up on the probe. The cse replaced the r1 with the new probe, cleaned the ionizing fans and found that the one by the wash station was unplugged, cleaned the underside of wash station 1 and wash station 2, adjusted the secondary vacuum pressure, ran a system check, which passed and ran qc which recovered acceptably. The cause of the falsely elevated tnih result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. The critically high initial result was held in the atellica data manager (adm) and was not reported to the physician(s). The same sample was repeated on both the initial and alternate atellica im 1300 analyzers. The repeat results recovered lower than the erroneous result and were considered correct. The repeat result obtained on an alternate analyzer was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.